Manufacturer narrative:
Reported event: it was reported that surgeon was taking out tibia bone pins and metal piece fell out of drill. Once we inspected the drill we saw the metal side on drill had broken product evaluation and results: from image provided: the square drill adaptor showed one of the prongs for holding the pins broken off. Product history review: review of the product history records indicate 165 devices were manufactured under lot no 06070717 and accepted into final stock on (B)(6) 2017 via qt17- 07-0080. Review of qt17-07-0080 revealed that the nonconformance is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063 lot number 06070717 shows no additional complaints related to the failure in this investigation. Conclusions: as per attached picture the alleged failure mode was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that there have been no nc¿s associated with the product and failure mode reported in this event.

Event description:
Surgeon was taking out tibia bone pins and metal piece fell out of drill. Once we inspected the drill we saw the metal side on drill had broken. Case type: tka. Update: "the patient was under anesthesia."

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon was taking out tibia bone pins and metal piece fell out of drill. Once we inspected the drill we saw the metal side on drill had broken. Case type: tka.